Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues with the previous pipeline or solitaire. There was no damage to the pipeline pushwire or catheter. The catheter did not jump and the tip did not move during deployment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance while deploying the pipeline, it prematurely opened, and became twisted. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica. The max diameter was 17mm, and the neck diameter was 14mm. The patient's vessel tortuosity was severe. The landing zone was 4mm distal and 5mm proximal. The access vessel was the right ica, which was 4-5mm in diameter. It was reported that a 5 x 35 pipeline shield and 6 x 30 solitaire fr were implanted prior to the procedure 3 month ago; however, the aneurysm was not fully embolized and a pipeline was newly implanted to fully cure the aneurysm. It was reported that the pipeline was twisted from the very beginning part (distal segment) not allowing to fully stick to the target vessel wall. The pipeline had prematurely opened when attempted to be deployed. There had been moderate resistance in the distal part of the catheter during deployment. The pushwire was not rotated or pulled back at any time during the procedure. The pipeline and catheter were replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed that no serious injury occurred. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, synchro 14 guidewire, envoy da 6f guide catheter, and sofia 5f guide catheter.

Manufacturer narrative:
H3: based on the device analysis and reported information, the customer¿s report of ¿movement during deployment¿ was unable to be confirmed and the root cause was unable to be determined. Possible contributors for ¿movement during deployment¿ are patient vessel tortuosity, high delivery force or incorrect braid sizing. The customer reported vessel tortuosity was severe. Based on the device analysis and reported information, the customer¿s report of ¿device opens prematurely¿ was unable to be confirmed and the root cause was unable to be determined. Possible contributors for ¿device opens prematurely¿ are resistance during delivery, high delivery force or user re-sheaths device more than 2 times. Based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was confirmed; however, the root cause was unable to be determined. Possible contributors for ¿resistance/stuck during delivery¿ are patient vessel tortuosity or user does not maintain a continuous flush. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed; however, the root cause could not be determined. Possible causes for ¿catheter resistance¿ are patient vessel tortuosity, continuous flush rate too low, catheter or delivery system damage or insufficient delivery system hydration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.